Event description:
It was reported that patient received inappropriate shock for afib with a rapid ventricular response; it was suspected that the patient went into this rhythm due to dehydration. Patient was gently given fluids and his medication increased. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.